Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement procedure wherein the pocket site was moved. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.